Event description:
Event #1: after being installing in the hospital, the thermogard xp ivtm system (sn (B)(6) displayed an air trap warning and stopped after cooling for more than 40 hours. The air trap alarm could not be cleared, and the console was replaced with another console to continue ivtm therapy. This has occurred 3 times within 1 month. The customer installed the air trap sensor block into different consoles and the air trap was tested without issue. The air trap only has problems when used in this console. A zoll service person went to the hospital and checked, but during the limited on-site check of 2-3 hours, the error message was not reproduced. No impact or consequence to the patient other than delayed therapy.

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The reported complaint that the thermogard xp ivtm system (sn (B)(6) displayed an air trap warning was confirmed during functional testing. The root cause of the error message was due to a failure of the air trap sensor block. The thermogard console failed the functional test because the air trap sensor was unable to detect the liquid level in the air trap, confirming the reported complaint. The system case was disassembled to inspect and check for any abnormalities in the system. It was observed that there was only one lit led light on the air trap pcb. The air trap sensor block was replaced to address the reported complaint. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for thermogard xp ivtm system with sn (B)(6).